Event description:
Complainant alleged that during a routine shift check by a clnician, the device does not power up when battery power or ac power is applied. Complainant indicated that there was no patient involvement in the reported malfuntion.